Event description:
Customer reported receiving an inaccurate high glucose reading from their freestyle meter. Customer reported experiencing symptoms of sweatiness, combative, personality change and loss of consciousness. Paramedics were called and they obtained a reading of 50 mg/dl from their hcp meter then treated customer with an intravenous solution of sugar and food. There is no report of any diagnosis, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigation. A follow-up report will be filed once investigation results are available.